Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we remain inconclusive on the exact nature of the complaint. Device was checked by the surgeon before the procedure and was found to be operational. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient as the result of the incident. The surgeon used another f3 carotid shunt and continued the procedure.

Event description:
The internal carotid balloon of the f3 carotid shunt was damaged during the carotid endarterectomy procedure. The surgeon then used another f3 carotid shunt and continued the procedure.